Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # (B)(4). Additional information was requested and the following was obtained: please clarify how the device ¿misfired". Did device not feed clips into the jaws? If it did feed clips, did it feed them sideways? Did clips not advance fully into the jaws? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Was cholangiogram done on procedure? The product specialist has confirmed that no further information is available in relation to your queries below. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. However, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired after the third used. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.